Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customers experienced an elevated blood glucose level of 800 mg/dl; with high ketones which health care provider deemed life threatening. Customer called a friend to help take customer to emergency room. Customer went to the emergency room (ER) on (B)(6) 2024. Reportedly, customer was treated intravenously with fluids of saline, insulin, and potassium. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2024.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.